Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating resulting in pump shutdown. Additionally, it was reported that an unexpected reset occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reloaded the same cartridge and continued insulin therapy.